Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received trace pointers are invalid as well as history pointers failed. The history pointers are corrupted and post-reset ram crc alarm. Customer¿s blood glucose was 241 mg/dl. Customer reported that they were able to clear the alarm and was able to rewind the pump. Customer stated that the alarm occurred immediately after a battery change. However, the customer also stated that was not able to clear the alarm, received request to rewind pump and able to complete pump rewind. Customer troubleshoot was performed. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and a broken sensor alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify post-reset ram crc alarm, history pointers failed, hardware low level failures alarms and any additional alerts/alarms due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.